Event description:
It was reported the system displayed an "overvoltage fault error". This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage cable connectors. The system operates as intended.